Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The stapler was received with a partially fired sulu that contained knife blade damage. There were no abnormalities with the functional test results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy. During the second firing for a functional end-to-end anastomosis, some of the staples were stacked onto tissue. Multiple staples were fired on the same place in the tissue. Surgical time was extended by 30 minutes or more. To complete the procedure, another device was used. No patient injury. Patient status is no problem.